Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation after implant when the company rep was reprogramming the stimulation at a setting of "45". The pt also felt a shock even when the device was turned down to 0.0 and they were turned "a certain way". He also noted that the stimulation was not helping with the pain on the right. If he turned it up to help the right side his left side started to shake and would have to turn it back down. It was noted that his battery icon on the pt programmer was not shaded and that the device was off. He had not recharged since the device implant. The pt did have a f/u appointment with the company rep. Add'l info was requested.